Event description:
Info was received that reported a pt was admitted to the hosp on monday, in 2006 late in the afternoon with a blood glucose of 563. It was reported that they changed the infusion set at 9pm on the previous night. The pt woke up monday morning exhibiting high blood glucose levels and again the site was changed. At 3pm, on monday, they changed the cartridge as the insulin in the cartridge was 5 days old. When they still could not get control of the pt's blood glucose they went to the hosp where the pt was admitted and placed on IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
The suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within specification.